Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found there was an additional setscrew under the grommet. Visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the ins was functioning normally. H6: please note that method code b17, result code c20, and conclusion code d14 have been removed at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the definitive implant of the ins device, there was a failure of the 0-7 set screw port. The lead was put into header 0-7 and the torque wrench was introduced to lock the lead. It was not possible to put the torque wrench in place, and the surgeon looked further to find the screw. The screw was on the torque wrench, but it was not possible to introduce the screw shaft. It was noted that nobody unscrewed the set screw prior to the introduction of the lead. During the procedure, the set screw of port 8-15 was unscrewed and compared with the set screw of port 0-7, and they were not the same size. It looked as if the set screw from port 0-7 was broken. The set screw from port 8-15 could not be introduced in port 0-7 and it was noted that the port seemed obstructed. There were no environmental/external/patient factors that may have led or contributed to the issue. A new ins device was implanted without any issues, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury.